Event description:
After the implant procedure was completed, a pneumothorax was observed on imaging. Physician brought the patient back into the operating room the next day, repositioned the sensing lead between the exterior and interior intercostal muscles, re-sutured, and closed. Physician reported no visible pneumothorax. The patient was admitted for observation.